Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 60 mg/dl and the current blood glucose level was 350 mg/dl. The customer was treated with a glucagon shot. Customer stated that the buttons were not working well, the screen was cloudy and they had to keep resetting the time. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.